Manufacturer narrative:
B3: the event occurred on an unreported date in feb2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of the event was reported as due to improper diet; however, the cause remains unknown. The patient was treated with amikacin for the event. It was not reported if the patient was hospitalized for the event. The patient outcome was not reported. Pd therapy was continued during treatment. The reporter declined to provide additional information.